Manufacturer narrative:
Removed e2403 and added e1205. Removed f26 and added f11. B1 adverse event and/or product problem. B2 outcomes attributed to adverse event. B5 describe event or problem.

Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy.

Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer to resolve the issue.